Event description:
Caller reported inability to load a new cartridge stated that the load process was incomplete with no further details obtainable. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.